Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not provided.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, a short pause episode with undersensing of premature ventricular contractions (pvcs) was observed. Programming change was suggested. The patient was stable.